Event description:
A 65mm metasul liner was removed after 10+ years due to pain. Surgeon described as metallosis. A new liner was implanted into the interop shell with no problems. Surgeon would also like mentioned that the extensive bone loss and soft tissue necrosis of the adjacent tissues of the hip joint is very unusual for a 10 yr old implant with normal wear. Also there were no obvious signs of poly or metal wear on the articular side or back side of the poly/metal insert.

Manufacturer narrative:
(B) (4). Evaluation summary: activity level of the patient is not known. X-rays were not provided. The cause of the patient's pain requiring revision surgery cannot be determined from the information provided. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.